Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were in pain and could not get the communicator connected to the handset. Patient mentioned that they got a new implant 6 weeks ago and are having difficulty connecting so that they can turn the stimulation down. Patient stated they were having tingling down their legs and the communicator was not communicating with the implanted neurostimulator in their back; patient added that they have a sensation all the way down their left leg. Patient noted they couldn't turn down their stimulation because it was too high; patient added that everything is charged to 100% so things should be working. Patient also noted they had some issues going on and this issue needed to be taken care of right now. Patient mentioned they tried rebooting the handset and communicator and scanning the qr code but that didn't resolve the issue. Patient mentioned that there is a circle with a slash through it by the percentage of charge the handset has and they don't know what that means or is. Patient noted that they think their doctor did something to screw their back up; patient added that they are firing their doctor and that (B)(6) are horrible and left them in pain and hanging. Patient stated that right after they had the implant put in the doctor did stenosis surgery a few weeks later and their back has not been the same since and has been horrible. Patient reported that they have had nothing but problems with the doctor and can't live like this and are in so much pain. Agent walked patient through resetting the tm91 communicator and handset. Patient then attempted to connect to their implant and received the try again message. Patient was able to successfully connect and decrease their stimulation. The troubleshooting steps that were taken on the call resolved the issues. Patient was slightly escalated. Phone call was made to doctor's office. Spoke with receptionist, was put on hold to see if doctor (hcp) was available. Hcp not currently available, but receptionist noted pt had appointment later in the afternoon. Receptionist requested questions be sent via fax to (B)(6).